Manufacturer narrative:
A beckman field service engineer (fse) was dispatched onsite to evaluate the dxc600i clinical chemistry analyzer system. The fse inspected the instrument and confirmed ise (ion selective electrode) sample reference calibration data indicating the carbon bridge was deteriorated. The fse replaced the carbon bridge which resolved the issue. The system performance was verified. No further issue noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned ion selective electrode (ise) patient results due to generation of low anion gap on their dxc 600i clinical chemistry system. The exact number of patients affected is unknown, the customer did not provide patient data or demographics. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event.